Event description:
The lead was placed in 2009. The implantable neurostimulator was replaced in 2008, with poor results. The patient only perceived stimulation at the neurostimulator site. There was no coverage of painful areas. All programming possibilities were reviewed without success. The lead was replaced the following year, with excellent coverage of pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Endoclamp catheter. Device not returned

Event description:
It was reported that during a mvr/maze procedure(ats cryomaze) ec1001(lot #607104) balloon ruptured after four hours and one minute of "clamp time". Both pressure and volume were within IFU's. No patient injuries reported.

Manufacturer narrative:
In 2009 customer report was confirmed. No blood was found inside balloon lumen. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. The following month results: the device balloon was visually inspected and it is confirmed that the balloon did burst. The edges of the burst were visually inspected under 10x magnification and the edges of the burst are not even in thickness and one portion of the balloon folded over onto itself and that portion is significantly thinner than the rest of the balloon. Visually the balloon is consistent with balloons that had been over inflated. Visual inspection of the device shaft verifies that there is a kink just before the proximal balloon bond and another kink just before the first distal marker. There is no way to determine if these kinks contributed to the balloon condition. These devices are visually and functionally tested 100% prior to packaging. There are no other defects detected with this device.